Event description:
Synovitis of right knee with onset of septic arthritis isolate staphlococcus coagulase negative. Injection done at a hosp. Pt had to have arthrotomies of right knee, and insertion of "trans" on 4/11/99, is in hosp. Pt received the intra articular injections on 3/30/99 and 4/8/99.